Event description:
This infant was born at 42 weeks gestation. This was a vaginal birth that was vacuum assisted. There was a shoulder dystocia and the baby's initial hpgars were 0/0. The baby was transferred to the new born intensive care unit where he was treated for subdural hematoma and other medical conditions before discharge to home.